Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she gave a bolus and received a no delivery alarm. The customer stated that the alarm did not occur during manual prime. The customer stated that she had a lot of diabetic ketoacidosis incidents where she was not hospitalized. The customer also stated that emergency medical services came to her home a week prior to the no delivery. The customer declined to troubleshoot for the pump.